Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads, broken belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. Customer reported that the esc button was not responding and the up arrow button was slow to respond. Insulin pump will be replaced.